Event description:
In 2008, the pt reported experiencing elevated blood glucose readings of 400 "hi" on his blood glucose monitor. His normal blood glucose range is 80-140 mg/dl. The pt injected insulin to lower his blood glucose. The time and basal rates of the infusion device were confirmed to be accurate. He stated that his skin was red and irritated upon removal of his last infusion site. Upon follow up on the same day, the pt reported that his blood glucose had lowered to 143 mg/dl. On two days later, the pt reported his blood glucose had ranged from 75-139 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.